Manufacturer narrative:
Concomitant medical products: product ID: 388928, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported that the patient experienced constant shocks from the device and pain in their lower body. The patient did have a history of back/spinal problems. They had an MRI scan of the lower back, but no results of the MRI were provided. The entire system was explanted seven days post-operatively. No further information was provided. A follow up report will be sent if additional information is received.